Event description:
A malfunction on the pump was reported by the distributor. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump by technical support, and no further malfunction codes occurred after the reset. The customer was advised to continue using the pump and to report any recurring malfunction codes.